Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a high out of range shock impedance measurement. No other clinical observations were noted. There were no adverse patient effects. The system remains in service.